Event description:
It was reported that the patient contacted technical services (ts) to report a red light on their remote home monitoring equipment. Ts assisted the patient with completing a successful remote interrogation. Subsequently, a message was observed in the remote home monitoring system that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited two high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Subsequent pacing impedance measurements in unipolar were within normal limits in the 300 to 400 ohms range. The patient was referred to their clinic/physician for follow up. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient contacted technical services (ts) to report a red light on their remote home monitoring equipment. Ts assisted the patient with completing a successful remote interrogation. Subsequently, a message was observed in the remote home monitoring system that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited two high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Subsequent pacing impedance measurements in unipolar were within normal limits in the 300 to 400 ohms range. The patient was referred to their clinic/physician for follow up. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.